Manufacturer narrative:
(B)(4).

Event description:
It was reported that the suture snapped. The target lesion was located in the common bile duct. A 7.3 flexima apdl was selected for use. During a percutaneous transhepatic biliary drainage (ptbd) tube placement, it was noted that the string had been pulling and snapped. The procedure was completed with another 7.3 flexima apdl. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device returned has the suture broken, evidence of residues were noted at the pigtail and on the suture. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the suture snapped. The target lesion was located in the common bile duct. A 7.3 flexima¿ apdl was selected for use. During a percutaneous transhepatic biliary drainage (ptbd) tube placement, it was noted that the string had been pulling and snapped. The procedure was completed with another 7.3 flexima¿ apdl. No patient complications were reported and the patient's condition was good.